Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analysis revealed the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical prodcuts: vedr01 ipg (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being electively removed. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.